Manufacturer narrative:
Code (B)(4) was used for the cardiovascular event as there is no other code that best describes a cardiovascular event. This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified cardiovascular event and subsequently expired due to use of the product for dialysis treatment.